Event description:
It was reported doctor s was performing a tka and selected the aforementioned #3 tibial baseplate. The circulating nurse attempted to open the first package to deliver the implant to the field. The peel away portion of the package was apparently stuck to the inner package and the implant fell onto the floor. Another #3 component was selected and uneventfully implanted.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.